Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. Full lead returned and analyzed.

Event description:
It was reported that the physician planned to do an implant of this lead to the ventricular septum, but something disturbed the approach operation of the lead tip, and the implant operation was difficult. When this lead was explanted, the physician did not extend the helix, but the helix spontaneously extended. The physician decided not to do an implant of this lead from judgment that it was a defective lead. No patient complications have been reported as a result of this event.